Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the leads ECG waveform was intermittent and had intermittent pacer-like spikes. There was no pt impact.